Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a balloon sizing was performed with a 20 mm balloon. It was decided to implant a 26 mm valve. Upon the first deployment, the valve dislodged due to a pacing issue. The valve also dislodged on the second attempt. During the third attempt, rapid pacing of 180 beats per minute (bpm) was successful and the valve was deployed with an acceptable result. The hemodynamics were good. Angiography revealed a high implant position of 0 mm on the non-coronary cusp (ncc) and 2 -3 on the left coronary cusp (lcc) and mild-moderate paravalvular leak (pvl). Stenosis due to calcification plaque at the groin was noted which was addressed by the surgeons. Rhythm disorders were reported resulting in reanimation. Angiography revealed that the valve had dislodged. It was possible that the dislodge occurred during reanimation. The left main coronary artery was closed, possibly due to the dislodged valve. The valve was snared to the ascending aorta and a non-medtronic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. However in this event, the report of the valve being implanted high may have played a role in the pvl, however, without additional information we cant conclusively determine. It was then reported that there were rhythm disorders. Conduction disturbances are known potential adverse effects per the iinstructions for use (IFU). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined from the limited information available. The rhythm disorders resulted in reanimation of the patient, and the valve reported to have dislodged with the left main coronary artery closed. Coronary occlusion is listed in the IFU as a potential risk associated with the implantation of the device. It can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). In this event, the coronary occlusion was reported to have occurred as a result of the valve dislodging. A root cause of the dislodgement could not be determined from the limited information available; however, potential factors include inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. The valve was then snared to the ascending aorta. It should be noted that once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.